Event description:
It was reported that the customer suffered "serious personal injuries and damages" sustained while using the lift.

Manufacturer narrative:
It was reported that the customer suffered "serious personal injuries and damages" sustained while using the lift. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.